Manufacturer narrative:
MFR 3003721894-2016-00312 is associated with argus case (B)(4), poligrip for partials seal and protect.

Event description:
Choking [choking], gagging [gagging]. Case description: this case was reported by a consumer and described the occurrence of choking in a female patient who received double salt dental adhesive cream (poligrip for partials seal and protect) cream (batch number p13202, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started poligrip for partials seal and protect. On an unknown date, an unknown time after starting poligrip for partials seal and protect, the patient experienced choking (serious criteria gsk medically significant) and gagging. On an unknown date, the outcome of the choking and gagging were unknown. It was unknown if the reporter considered the choking and gagging to be related to poligrip for partials seal and protect. Additional details, this adverse event information was received on 17 november 2016. The consumer reported choking and gagging after applying too much super poligrip. The consumer did not want to answer additional questions to report. For the poligrip for partials seal and protect action taken was unknown.

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a female patient who received double salt dental adhesive cream (poligrip for partials seal and protect) cream (batch number p13202, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started poligrip for partials seal and protect. On an unknown date, an unknown time after starting poligrip for partials seal and protect, the patient experienced choking (serious criteria gsk medically significant) and gagging. On an unknown date, the outcome of the choking and gagging were unknown. It was unknown if the reporter considered the choking and gagging to be related to poligrip for partials seal and protect. Additional details, this adverse event information was received on 17 november 2016. The consumer reported choking and gagging after applying too much super poligrip. The consumer did not want to answer additional questions to report. For the poligrip for partials seal and protect action taken was unknown. Follow up information was received on 04 january 2017 via returned consumer authorization form. The consumer stated she had not contacted any physician. She stated that she was using too much ploygrip. On an unknown date, an unknown time after starting poligrip for partials seal and protect, the patient experienced overdose. On an unknown date, the outcome of the overdose was unknown. The patient had denied further follow up.